Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). The motor was tested outside of the device and passed. Unable to confirm compromised force sensor system alarm due to motor error alarm. Insulin pump was received with corroded battery tube noted. No moisture damage on electronics and motor assembly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that insulin was squirting out during manual prime. The customer¿s blood glucose was 8.7 mmol/l at the time of incident. No troubleshooting was performed. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is not expected to return for analysis.